Event description:
Customer complaint - limited data available. Customer received inaccurate readings while using the device.

Event description:
Customer complaint: limited data available. Customer review complaint: not very accurate reads high on right arm. I have high blood pressure so my doctor recommended I get a blood pressure monitor. I have big arms so it suggested to go with the wrist monitor. I would take my pressure on my right arm and it read 220/176. I would be dead. I immediately did the left arm and it read 140/80. I tried again the following day, sat straight up, I took 5 deep breaths and I had my arm raised. I did the right arm again and it read 170/90, then I did the left and it read 140/70 so I can say it reads high on the right arm.